Event description:
The report received from the affiliate indicated that during an interventional endovascular procedure, the physician was not able to access /cross the bifurcation target lesion with the 120 cm. Smart control 10 x 40 stent delivery system (sds) due to the severe stenosis. There was no reported patient injury. Attempts to obtain additional information have been unsuccessful. Addendum: the brite tip was noted to be frayed upon inspection and the stent was partially/prematurely deployed.

Manufacturer narrative:
Complaint conclusion: the report received indicated that during an interventional endovascular procedure, the physician was not able to access /cross the bifurcation target lesion with the smart control stent delivery system (sds) due to the severe stenosis. There was no reported patient injury. During analysis of the sds the brite tip was noted to be frayed upon inspection and the stent was partially/prematurely deployed. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The product was returned for inspection. One non-sterile pkg assy 10x040 smart vas120cm was received coiled in a plastic bag. Locking pin and stent were received. Stent was received partially deployed about 0.47 mm. Brite tip was found damaged 'frayed'. Three kinks were detected at 0.8 cm and 3.6 cm from ID band and 0.93 mm from distal tip on inner sheath. Blood residues were found. No other anomalies were found. The outer diameter (od) of the outer sheath was measured at different distances and found within specification. Functional test was performed. The unit was introduced trough 6 fr cordis catheter sheath introducer and no friction/resistance was felt. During microscopic analysis could be observed the brite tip was damaged frayed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The causes, of the stent partially deployed pre-deployment, brite tip frayed and kinks conditions could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect these kinds of issues. Handling and procedural factors could be contributed to this condition. The reported failure to cross by the customer could not be confirmed; since no anomalies were found during functional and dimensional analyses. The exact cause of the failure could not determine. Neither the DHR review nor the product analysis suggests that the failure is related to the manufacturing process. Therefore no actions will be taken. It is unknown if unusual force was used in the attempt to cross the lesion as pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, if resistance is met during delivery introduction, the system should be withdrawn and another system should be used. Based on the information available, it appears that the frayed catheter tip and the partially exposed stent noted during product analysis may have been caused by vessel characteristics along with the operational context of the device and is not related to a product quality issue. Please note that this is the initial/final report for this product.